Manufacturer narrative:
Product analysis: model: 9733560xom; analysis: axiem power connection failure model: 9733320; analysis: no failure found model: 9733373; analysis: axiem power connection failure. Other relevant device(s) are: product ID: 9733373, serial/lot #: (B)(4).product ID: 9733320, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was setting up for a case and the navigation system was displaying localizer not connected. Different usb ports were tried and the system was re-booted multiple times and the status did not change. There was no patient present at the time of the event.